Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complaining of stimulation-like feeling at battery site wrapping around to abdomen. Per hcp swelling noted at both incision sites. Interrogated ins and verified stimulator was off. Impedance check within normal limits. Cause unknown. Explant planned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022- explanted: (B)(6)2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that customer discarded the device. Customer was notified device should be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The reason for call was pt stated they had their implant was removed because it was causing them a lot of pain and they couldn't figure out how to regulate that pain. Pt stated that the pain felt electric, from their implant around to their stomach - pt could hardly walk. When pt had their implant removed, their doctor saw infections all around the unit; patient had to get on antibiotics for 2 weeks. Approximately 3 weeks after initial infection was found, it was discovered that they also had infection running up their spine where leads were placed; pt had to take antibiotics 2x/day for 6 weeks, was in the hospital twice, and developed blood clots where their PICC line was. Pt stated that their manufacturer representative (rep) had tried to get their implant to work for them, but could not. Pt stated that after another MRI, they've discovered pt has fluid between their vertebrae, which is suspected to be another infection.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial#: (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2022. Product type lead product ID 977a260. Serial#: (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2022. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2022-10-25. A full system explant was performed on (B)(6) 2022. The implant site was found to be infected. Account was notified device should be saved for return. Device status was currently unknown. Rep will check with account for status.